Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal section of the shaft (including the outer, inner lumen, balloon, stent and tip). A visual and tactile examination found a hypotube kink 852mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the device during advancement attempts. A visual and tactile examination found the midshaft stretched and broken 96mm distal to the midshaft weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). Following introduction of a non-bsc introducer sheath, a 2.25x32mm promus premier drug-eluting stent was readvanced over the non-bsc sheath but could not be loaded over the guide wire and the shaft broke in half at the monorail transition point. The physician was able to retrieve the broken part of the shaft by simply pulling it out but the guide wire was stuck in the monorail portion of the device. The procedure was completed with a 2.5x38 mm non-bsc device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). Following introduction of a non-bsc introducer sheath, a 2.25x32mm promus premier drug-eluting stent was readvanced over the non-bsc sheath but could not be loaded over the guide wire and the shaft broke in half at the monorail transition point. The physician was able to retrieve the broken part of the shaft by simply pulling it out but the guide wire was stuck in the monorail portion of the device. The procedure was completed with a 2.5x38 mm non-bsc device. No patient complications were reported and the patient was fine.